Event description:
It was reported catheter removed from patient due to malfunctioning. After removal, catheter is flushed and a leaking point is observed. Additional information received 03/08/2024: the patient require insertion of a new catheter as this one was not working. There was no exposure to blood or fluids outside of the usual catheter removal procedure. No further action taken.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed the tubing of a powerpicc with a drop of a clear liquid on its surface, suggesting a leak in the catheter. While the sample in the returned photograph appears to be leaking, no details of the damage could be discerned. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported catheter removed from patient due to malfunctioning. After removal, catheter is flushed and a leaking point is observed. Additional information received 03/08/2024: the patient require insertion of a new catheter as this one was not working. There was no exposure to blood or fluids outside of the usual catheter removal procedure. No further action taken.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.